Event description:
It was reported to boston scientific corporation that the patient was implanted with a precision twist bone anchoring system during a procedure on (B)(6) 2004. According to the complainant, post-implantation, the patient experienced complications including continued incontinence, extreme pain, erosion of her internal body tissue, continual bladder and urethra infections, and other permanent injuries (specifics and date/s of onset unknown). All other information, including the patient¿s current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.